Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors involving the labral scorpion instrument during suture passage, resulting in abrasion/stripping damage to the repair suture along its length (i.e., the suture was partially compromised but not fully severed) while passing through the labrum.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/04/2025, a sales representative reported via email that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor experienced an issue during a procedure. Specifically, the labral scorpion stripped the repair suture along its length while passing through the labrum, and the suture was not fully severed. This issue was identified during a hip labral repair procedure on (B)(6) 2025, with no reported harm to the patient. Additional information was received on 09/10/2025: the staff did not document the part and lot number of the labral scorpion device used. This was discovered during a hip labral repair procedure on (B)(6) 2025. All damaged sutures were removed, and the case was successfully completed using an ar-1923phs suture anchor, hip pushlock. The procedure experienced a brief delay of approximately five minutes. It is unknown whether additional anesthesia was administered. No instrument was used to prepare the bone socket prior to anchor insertion, and bone quality was assessed as normal. No adverse effects were reported.